Event description:
A patient reported on (B)(6) 2016 stating that when they turned stimulation on the previous thursday morning on (B)(6) 2016, it was "acting crazy". They were feeling numbness and vibrating on both legs from the hip down, which went away. The patient stated that they had multiple sclerosis (ms), and they thought that the ms may have been causing the feelings. The indications for use were non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.